Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severly tortuous and severely calcified proximal left circumflex coronary artery (lcx). A 3.50mm x 16mm synerdy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the distal edge of the stent got flared. The procedure was completed with another synergy stent. No patient complication were reported.